Event description:
It was reported that during set-up, the sternal saw ran at 35 volts but didn't increase to 120 volts. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Although the foot switch for the sternal saw was not returned, terumo was able to duplicate the reported issue in house by loosening 2 screws on the bottom of the foot switch. These screws are checked as part of preventive maintenance. According to service records, the customer's foot switch had not received any preventive maintenance since its original date of sale. A final letter was sent to emphasize the need to obtain preventive maintenance on the product. This report is being submitted to the FDA as a result of a retrospective review of product complaints.